Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 01/28/2014 device evaluation: the device has been returned and evaluated by product analysis on 01/14/2014 with the following findings:a loss of prime with non-zero force recorded in the black box. No loss of primes during investigation. Force sensor calibration reading was within specifications.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging an unexplained loss of prime. The reporter stated that multiple cartridge sets from different boxes were used and the issue remained unresolved. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.